Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 11/2024).

Event description:
It was reported that prior to a port placement, the device allegedly broke when the doctor opened the kit. There was no patient contact.

Event description:
It was reported that prior to a port placement, the device allegedly broke when the physician opened the kit. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard port MRI implantable port, one catheter, two cath-locks, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one tunneler, one safety infusion set, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator were returned for evaluation. Gross visual and microscopic visual were performed. The investigation is confirmed for the reported port break issue as a complete circumferential break was noted on the port stem. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2024), g3. H11: h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port, one catheter, two cath-locks, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one tunneler, one safety infusion set,one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator. Were returned for evaluation. Gross visual and microscopic visual were performed. The investigation is confirmed for the reported port break and identified material separation issue as a complete circumferential break was noted on the port stem. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 11/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement, the device allegedly broke when the physician opened the kit. There was no patient contact.